Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Concomitant product: 419488, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to malfunction. No patient complications have been reported as a result of this event.